Manufacturer narrative:
The device has not been returned to the manufacturer at this time, for eval. A lot history review (lhr) of rexeo128 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter broke in the fixation area 11 days after the insertion.